Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, cracked adhesive around the light guide lens, chipped adhesive around the objective lens, and foreign objects in the air/water cylinder, air/water tube, and z-block (server plug-in) were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the cracked adhesive around the light guide lens and chipped adhesive around the objective lens is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Regarding the foreign objects in the air/water cylinder, air/water tube, and z-block (server plug-in), the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.